Event description:
Temporary ivc filter placed in an infrarenal location. Patient later complained of abdominal pain. CT scan showed cranial migration of the filter with an arm being displaced in the left renal vein.